Manufacturer narrative:
Additional information d4, d9, h3 and h4.

Manufacturer narrative:
The device was received for evaluation and it passed self-test with no error alarms. The device was programmed to run a stress test for 24 hours to see if the device experienced any rate changes. Device was programmed to run a rate of 100 ml/hr. For a duration of 24 hours. Customer¿s complaint was the device experienced an independent rate change during infusion. The probable cause for customer¿s complaint was not found. Device passed run in protocol without experiencing any independent rate changes during infusion. Device passed all performance verification testing. The pump delivered accurately per design. The complaint could not be confirmed. The pump appears to be operating correctly per design.

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. The customer reported that they have a plum 360 that is under investigation for a patient incident and needing help finding the flow rate change (titration). No other information is available at this time.

Manufacturer narrative:
The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.